Event description:
Philips received a complaint on the intellivue x3 indicating that a speaker malfunction error message is displayed. A good faith effort (gfe) was conducted and could not confirm if the device was completely out of sound. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) spoke to the customer. The rse found that the device was currently in use and informed the customer to restart the device and to call back if the restart did not restore service. The customer was provided information to restore service to the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.